Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 2/1/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that he had gone for a scheduled colonoscopy on (B)(6) 2018; customer stated they had tested his glucose before. Customer was not provided with blood result. Customer had been fasting prior to colonoscopy. Customer stated he took his insulin when he got home from the procedure. A call back was made on 2/14/2018 and customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Customer initially called for assistance with performing a blood test. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of hi and hi using truemetrix meter. The customer's expected fasting blood glucose test result range is 100 - 200 mg/dl. Customer stated that the has not been testing in three-four months. Customer stated truemetrix meter is new and this was his first time testing in a long time. Customer stated he attempted to test on (B)(6) 2018 but was unsuccessful. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom on the night stand. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date at time of call is four days. The meter memory was reviewed for previous test result history (time/date not set):(B)(6). Customer called in for assistance with running a blood test. Customer was inserting test strip incorrectly. After helping customer, used meter and he obtained hi display back to back. Customer states he was put on insulin two weeks ago and changed his statement to 2 months ago. Customer attempted to test (B)(6) 2018 and unsuccessful. Customer states he has not been testing over 3-4 months and does not know his a1c but assumes its high because they put him on insulin he states. Time and date are incorrect in the meter. Customer states meter is new and his first time testing in a long time. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.